Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery depletion malfunction was verified and a different issue was identified. The alleged battery hot to touch malfunction could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became very hot while connected to a power source and customer subsequently received a temperature alarm. The customer stated after unplugging the pump to cool down, the battery dropped to 0% suddenly and the pump shut off. The pump was unable to be turned back on despite being connected to a power source. The customer's blood glucose level was in the 300s (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.